Event description:
It was reported that during a lap cholecystectomy, the surgeon tested the device before inserting it into the pt. The shield would not retract back. Another trocar was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Device not released.